Event description:
It was reported that there was no capture in the ventricular lead at the patient's one month follow-up visit. The lead was replaced and measurements were good. However, there was no output when the device was reconnected, and the lead impedance was greater than 3000 ohms. When the lead was disconnected, the measurement was ok. The device was explanted. Dissatisfaction was indicated. No patient complications were reported as a result of this event.

Event description:
It was reported that there was no capture in the ventricular lead at the patient's one month follow-up visit. The lead was replaced and measurements were good. However, there was no output when the device was reconnected, and the lead impedance was greater than 3000 ohms. When the lead was disconnected, the measurement was ok. The device was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the reported no ventricular output was confirmed during analysis and found to be caused by an open connection in a bond pad, which then connects to the ventricle tip of a pacing lead. The open connection was caused by a fracture in the solder joint. The root cause of the fracture could not be determined. Other: it was reported that there was no capture in the ventricular lead at the patient's one month follow-up visit. The lead was replaced and measurements were good. However, there was no output when the device was reconnected, and the lead impedance was greater than 3000 ohms. When the lead was disconnected, the measurement was ok. The device was explanted. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed mechanical tests performed visual examination: component/subassembly failure. Solder joint device was out of specification in a manner that relates to event capture, failure to impedance, high output, none.